Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for m5257t302 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that during the first suction, as the user pressed down on the thumb valve, the catheter detached from the conical adapter. The device was replaced and there was no reported injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned for evaluation. The sample was clean in appearance. After examination of the complete sample, the catheter was detached from the cone adapter and the components were viewed under uv light. Visible evidence of adhesive application was observed on the cone adapter. The catheter also had evidence of adhesive, however, the application appeared inconsistent. The root cause of the inconsistent adhesive application has not yet been identified. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).